Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text: the device was not returned for service.

Event description:
It was reported that, during a demonstration visit, the device had heat symptoms. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a demonstration at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device will not be returned by the user facility for service at this time.

Event description:
It was reported that, during a demonstration visit, the device had heat symptoms. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a demonstration at the user facility, there was no patient involvement and no delay to a surgical procedure.